Manufacturer narrative:
A1 - patient identifier: updated. B3 - date of event: corrected. H7 - if remedial action initiated null: updated. H3 and h6 codes - updated. The suspected device was returned for evaluation. Review of the event history log (ehl) showed a "cassette not attached properly" alarm. The device was visually inspected and found that there was battery compartment is damaged, front and rear housings are warped, battery door gasket is defective, downstream occlusion (dso) seal is delaminating, upstream occlusion (uso) seal is buckling. A functional test was performed, and the reported issue was confirmed. The cause of the reported issue was defective dso sensor. Replaced dso sensor to correct this issue. Performed dso/uso sensor calibration. The software was updated and the unit reset to standard configuration. The service history review had no indication that the complaint was related to a service of the device within the review period. The device passed all functional testing after repair.

Event description:
It was reported that the pump was giving a cassette error. There was no patient involvement and harm. Additionally, the investigation identified a downstream occlusion sensor fault, an issue that could result in a hazardous situation, therefore making this investigation reportable.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.